Event description:
It was reported that patient underwent revision total hip arthroplasty in 2004. Constrained liner component reportedly dislocated and additional surgery was performed on or around 2005.

Event description:
It was reported that pt underwent revision total hip arthroplasty in december 2004. Constained liner component reportedly dislocated and additional surgery was performed in march 2005.